Event description:
This supplemental report is being submitted to provide additional information from the customer. Trouble shooting was performed by the customer after the error message was received, and the problem was resolved by tightening the screws and reassembling the device. The procedure was then converted to an open hysterectomy due to patient's adhesions this event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure and the conversion was unrelated to the device, thus an importer report no longer applies. Corrections to b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that during a laparoscopic hysterectomy using an electrosurgical generator, a u512 error occurred. The customer allegedly tried 2 different transducers with the same result. After asked to separate the electrosurgical generator from the ultrasonic generator and check the linking screws, the screws were tightened, the unit was reassembled, and the error was no longer present. This resulted in a procedural delay of 35 minutes while the patient remained under general anesthesia. It was reported that the patient remained stable, however the laparoscopic hysterectomy was changed to an open hysterectomy due to patient adhesions and surgeon concern that the device would stop working.